Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the patient presented with a ruptured aneurysm. The physician attempted to repair the ruptured aneurysm with an endurant aui device however the patient expired. The cause of the aneurysm rupture is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.